Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, diagnostic imaging was performed and revealed right ventricular (rv) lead dislodgement. The rv lead was repositioned successfully to resolve the event. The patient was stable and there were no adverse consequences.